Manufacturer narrative:
H6-health impact code: 4625- pi (peripheral iridotomy) was performed. H11- additional yag iridotomy and iop elevation of the baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
An article was published in medical hypothesis discovery and innovation in ophthalmology, citing a case study of "one-year outcomes after intraocular collamer lens implantation in hyperopic astigmatism: a retrospective single-center study ". The patient(s) experienced high vault, elevated iop due to surgical factors (not the icl) and pi was performed. The article reported, "the peripheral iridotomy was not patent in one eye (3.8%), with a high iop detected, was partially patent in three eyes (11.5%), and was patent in 22 eyes (84.6%). Augmentation was performed using an nd: yag laser in four eyes with non-patent or partially patent peripheral iridotomy" and "one eye with a high vault (3.8%)". Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.